Event description:
Rupture of the balloon from a synergy¿ xd everolimus-eluting platinum chromium coronary stent system, and fracture of the balloon shaft while delivering the second stent required trapping and snaring of the stent to remove from the body. No patient harm.